Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with approximately 300 units of insulin. Reportedly, the customer may have over filled the cartridges. Customer¿s blood glucose ranged between 245-300 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.